Event description:
Nsg forwarded "broken IV cassette" used in ICU - staff noted fluid decrease in bottle, then checked cassette in another pump. Cassette tested by biomed. No fluid delivered by cassette, although pump works. No alarms triggered. Pt had no negative effect. Nursing states this is 1st time problem with this product.